Manufacturer narrative:
The customer reported that after a failed medium energy general purpose (megp) collimator exchange, detector two slowly drifted to a hard stop position. The field service engineer (fse) confirmed there was no harm to a patient, operator or bystander. The fse replaced the gearbox and brake but the detector drifted again during collimator exchange. The fse investigated and found that the brake had not included a snap ring on the tangent brake. The fse installed a snap ring and returned the system to clinical use. (B)(4).

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
The customer reported that after a failed collimator exchange, detector two slowly drifted to the floor. The philips field service engineer (fse) found a snap ring was missing on the tangent brake. He installed the snap ring to resolve the malfunction. New information received through systems engineering has determined that if the gearbox shaft key becomes disengaged due to the snap ring not being included or the gearbox shaft key is missing, the brake system could be rendered ineffective for the tangential or radius drive assemblies for the detectors. Therefore this has been determined to be a reportable event.